Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and non-malignant pain. It was reported that the patient¿s trial was wonderful, but her permanent implantable neurostimulator has not helped her pain, and she is still on pain medication. She is in more pain than she was before she had the implant surgery. After being implanted, she was sent home not knowing how to use the device because she was so high on pain medication. When she went back to the health care provider, she was still on pain medication and didn¿t know how to run the device. The patient noted that no one has ever shown her the proper way of using the device. Once, a manufacturer representative set up the device for her and it worked wonderfully. The last couple of times that she had the device adjusted, the manufacturer representatives had told her that she would need to adjust when she goes to bed, gets up, sits, but with the previous programming from the first manufacturer representative, she was able to leave it alone. The patient indicated that she does not know how to use the patient programmer and how to set it. At the time of the report, the patient was having severe pain in the left leg and swelling. When the patient was last reprogrammed, it was found out that she did not have it turned on on the left leg and that stimulation was supposed to be for both legs. Instead of the buttocks, the health care provider had implanted it in the middle of her back and when she wears clothes that are form fitting, the implantable neurostimulator sticks out. The patient was told not to wear tight clothes. When she sits in the car or on a hard chair, it hurts. Normally when the patient lays on her back in bed, it hurts, and she gets a light zapping. The patient noted that this is how she knows that stimulation is on. The patient noted the stimulation sensation as a shocking sensation because it feels like she is being zapped, and the patient had been told that this was normal. The patient noted that it feels like zapping, like when you touch an electric fence, like you are getting zapped from an outlet all the time. The patient had already told the health care provider about this, but no one listens to what she says. The x-rays confirm that the leads are in place and where they are supposed to be. The patient lives with the zapping all of the time and was told that it was normal. If she turns it off, then she does not get any relief. Additional information was received from a consumer regarding the patient on 2018-aug-15. It was reported that the patient had a lot of problems with her stimulator and it was moved. The patient noted that this was the doctor¿s fault because it was placed in the middle of her back and it was pushing on her ribs and spine and this hurt. The implantable neurostimulator was moved also because it was not relieving pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.